Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9236-02pp, batch 1027261811 trial was received for investigation. Visual inspection identified that the central post had broken off of the trial. The fragment generated during this event was not returned for investigation. The observed condition is most likely the result of damage incurred during the removal process.

Event description:
It was reported that during a tsa procedure, when removing the vaultlock trial from the patient when trialing, the central peg broke off the body of the trial and remained in the central drilled hole of the glenoid. The broken peg was removed and matched to the rest of the trial to account for any additional lost pieces that possibly broke off - the entirety of the device was accounted for. After malfunction, the case continued and was completed per technique without issue.